Event description:
Report rec'd of a chemotherapy leak at the filter. Customer reports that at the completion of a taxol infusion, there was a leak noted from either above or below the molded portion of the filter. The taxol was infusing via a port-a-cath. There was no report of bleed back or blood loss and the line flushed without difficulty. The leak occurred at the completion of the infusion and the amount was minimal. There was no report of delay in therapy. No report of taxol coming into contact with the pt or staff. No report of pt adverse event.